Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
There was a protuberance on the tip of sheath-prior to patient contact. Images of the complaint product confirmed tip damage, depicting a small amount of material had been removed/scraped from the tip of the sheath.